Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and moderately calcified superficial femoral artery (sfa). A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at about 10 atmospheres for below 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.